Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2012. System diagnostics taken 3 minutes later indicate the high impedance was resolved; however, as the total on time was 86 hours and total operating time was 27403 hours, it is unlikely that these results were observed on the implant date. An attempt was made for additional information; however, it was found that it is not possible to obtain information on the patient and hospital or physician with the available information. No other information has been provided.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.